Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 72" (183 cm) appx 1.2 ml, smallbore ext set w/microclave® clear, clamp, rotating luer where it was reported the clinician went to pull out piperacillin/tazobactam syringe out of the syringe pump and noticed that the tubing was wet and sticky. Further inspection discovered that the 'cap' part of the tubing is logged with fluid (most likely medication). The tubing was then immediately removed. There was patient involvement and unknown adverse event.

Manufacturer narrative:
Received one used list #mc33782, 72" (183 cm) appx 1.2 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a clogged spike could be confirmed. The returned sample was tested and no flow was observed. The probable cause of the no flow malfunction is unknown. A DHR lot # review could not be conducted because no lot number was identified. Corrected information can be found in h6 medical device problem code.